Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Retained reagent kit of architect anti-hcv reagent, list number 6c37-37, lot number 82133li00 was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels and additional replicates of the (B)(6) control were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel and (B)(6) control values met specifications and the results were in the typical range and no (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available ((B)(6)). The (B)(6) panel results were compared to architect anti-hcv test results provided by (B)(6). Reagent lot 82133li00 detected the same bleeds as reactive with comparable s/co values for the (B)(6) panels. Based on this data, it was shown that the sensitivity performance is not adversely affected. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that (B)(6) architect anti-hcv (reagent lot 81119li00) results of 0.90 and 0.88 s/co were generated on (B)(6) 2018 for a dialysis patient that previously tested (B)(6) using the roche method. The sample tested (B)(6) using the (B)(6) and (B)(6) using a (B)(6) method. The sample was retested using the architect anti-hcv method and results were (B)(6). No adverse impact to patient management was reported. Further testing of the sample in question was performed on (B)(6) 2018 using architect anti-hcv reagent lot 82133li00 and nonreactive results of (B)(6) were generated. In addition, (B)(6) testing was performed and the (B)(6) were identified indicating a final interpretation of (B)(6).